Event description:
Analysis of the explanted stent graft has been completed. It is likely that rotation of a pigtail catheter for confirmation of the successful cannulation of the gate was ineffective in documenting appropriate position of the iliac limb and it was deployed outside the bifurcated stent graft. No graft integrity issues related to the aneurx device were noted. No defects were noted in the device that would account for the misdeployment.

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel and aneurysm morphology are unknown. The procedure was reported to be uneventful and the patient did well clinically, however, a few days post-procedure the patient had diminished pulse in the left leg. The CT scan completed at that time showed a type I endoleak with failure to seal at the junction of the bifurcated stent graft and the iliac limb. It was reported that the contralateral limb was deployed outside of the gate in the aneurysm. The physician reported that the cannulation of the contralateral gate was reported to be not difficult. Appropriate cannulation was confirmed by rotating the pigtail catheter within the body of the graft, and the physician felt that the catheter was appropriately placed and the deployment of the limb graft looked like it was in the gate. It was reported that the fluoroscopy c-arm was not rotated to obtain different views. Completion angiography demonstrated no evidence of endoleak, and the procedure was completed. The patient was scheduled for a conversion to an aorto-uni-iliac configuration with a femoral-femoral bypass; however, at the request of the patient, the device was explanted in 2002. No clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft has been received, and its analysis is pending.